Event description:
Caller reported a malfunction on the pump, which had previously occurred at least three times. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, advising the customer to use mdi as backup therapy. A replacement pump with updated software was sent, and the customer was instructed on how to handle the old pump and the necessary steps upon receiving the new one.